Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor, calibration not accepted alerts, communication issue between pump and mobile application. Differences in sensor and blood glucose values. Blood glucose value was 95 mg/dl and sensor glucose value was 45 mg/dl. The customer reported no adverse event. The event involved product(s) unk_fotasoftware, mmt-7040b. Troubleshooting was performed. Advised customer to replace the sensor. Difference between sensor and blood glucose at time of event was within the target range. Troubleshooting was not performed for the communication issue and it was unknown whether the loss of communication issue was resolved or not. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for it was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devicesunk_fotasoftware. No product return is required for mmt-7040b.